Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: why were samples of a second lot kh5drkn returned for analysis? Was there any issue with lot kh5drkn? These were the samples the hospital returned and for which they want an analysis report. Please verify: how many devices were involved in this procedure? Unknown. Which lot number was involved in this procedure? Verify the returned items if lot # kh5drkn was involved in a different procedure, please provide the file # or create a new file. Na. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Evaluation: two empty opened foils, two empty winding formers, two dispensed sutures and two detached needles and 3 unopened samples of product code (B)(4), lot kh5drkn were sent for analysis. During the visual inspection of the opened samples, the swage and attachment area of the needles were as expected. The barrel hole of the needles were examined under 20x magnification and remnant of the suture was found. In addition, marks on the edge needles that appear to be by the use of a surgical instrument could be observed. The suture was examined and the ends were cut. The condition of the sample suggests an improper handling of the sample. During the visual inspection of unopened samples, no defects were found on the package. The samples were opened and the swage and attachment area of the needles were as expected. The suture was dispensed without problems and examined along of the strand and no defects were observed. The samples were tested by needle pull and the results were above the requirements.

Event description:
It was reported that a patient underwent an incisional hernia repair procedure on (B)(6) 2017 and suture was used. During the procedure, the needle detached from the suture. The surgeon did not use a lot of traction on it. There were no adverse patient consequences.